Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Patient was revised to address dislocation.examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the 321659 lot code. The search was not possible against the femoral head as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).